Event description:
Healthcare professional reported left rupture and "small sparse cysts". The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported "the magnetic resonance imaging (MRI) shows a ruptured prosthesis in the left breast." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.